Event description:
The facility reported an infusion pump with an inoperative channel a. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter serivce event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.

Manufacturer narrative:
The pump was serviced on site on 09/28/05. The reported condition was confirmed. Channel a phm was replaced. A new phm insulator and battery harness were installed. Batteries were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.